Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the following defects: the distal cover was applied with the metal section and rubber cap peeled off, or with the abnormality including crack, fracture, deformation. \the distal cover was forcefully applied with instrument channel outlet closed. (Forceps elevator is raised.) The distal cover was not correctly applied to the distal end. We presume that the defect was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during an ercp, the distal cover fell off of the endoscope and into the patient. The surgeon judged there were no issues with the distal cover and it was not retrieved as it will flow through the gi tract. The procedure was completed as it was, and no health damage occurred. The customer also reported this case was a difficult case because of replacing various devices. No additional olympus complaint have been reported. This event includes 2 reports: (B)(6): maj-2315. (B)(6): tjf-q290v. This report is 2 of 2 for (B)(6): tjf-q290v.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer.

Event description:
Additional information was provided by the customer. The customer reported the device failed during the middle of the therapeutic ercp. The intended procedure was completed but it is unknown if the same device was used. The distal cover was inspected prior to the procedure and no findings were provided. There was no procedural delay. The endoscope was not inspected prior to procedure. The customer stated it's unknown if any anti-fog agents were applied to the scope lens. The customer reported a contrast agent was used during the procedure which could adhere to the tip of the scope or the distal cover. After the distal cover was attached to the scope, the cover was inspected for damage and none was observed. The distal cover was confirmed to be securely attached by rotating and pulling-out the cover. It is unknown how the patient is today.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to d8, g2 and h6. Information has been added to these fields that was inadvertently not included on the initial medwatch.